Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was in clinic on (B)(6) 2017 with increased drainage from her driveline, patient states being concerned that antibiotic is no longer working. Culture was positive for (B)(6). Upon examination, driveline had large amount of purulent drainage with mild surrounding erythema and skin was non-adhered to driveline. It was decided that patient needed an incision and drainage of driveline, which was scheduled for (B)(6) 2017 . Patient was admitted to the hospital on (B)(6) 2017 oral antibiotics held, however intravenous (IV) antibiotics were given instead in preparation for surgery. Patient was discharged home on (B)(6) 2017, to remain on IV through (B)(6) 2017 and to be seen by home health for dressing changes following debridement of driveline. Wound vac was placed and stopped on (B)(6) 2017. On (B)(6) 2017 patient had to be woken up by nurse which was unusual, patient also claims sleeping most of the day prior due to pain from bad teeth. Patient was hospitalized again on (B)(6) 2017 with (B)(6) blood cultures and driveline. On (B)(6) 2017 patient had a computed tomography (CT) of her abdomen which showed diffuse induration of tissue surrounding driveline, possibly indication of infection. Patient underwent a second incision and drainage on (B)(6) 2017, tissue from that surgery grew (B)(6). Patient was discharged home on (B)(6) 2017 with sequelae needing IV and oral suppressive antibiotics through (B)(6) 2017. Device remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.